Event description:
A malfunction on a pump was reported by the caller, who experienced no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided the caller with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and to contact support again if the issue reappeared.